Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation reproduced the reported intermittent keypad response. The keypad was found to function intermittently due to a failed keypad. The keypad was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent keypad response. There was no patient involvement. No additional information is available.